Event description:
It was reported that it was not possible to turn on the compressor. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has now been finalized. On site evaluation performed by our field service engineer confirmed that the fuse was blown. Dust and particle build up was found and cleaned away, after which the compressor was verified to have been operate correctly. The mains inlet has not been investigated further, but earlier investigations of similar complaints determined that the cause of a blown fuse could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance (pm) shall be performed after 5,000 operating hours. It includes visual inspection for damage of parts and preventive cleaning of dust in the mains inlet. Based on the information above, it is likely that the dust and particle build up in the mains inlet had caused the fuses to blow.

Event description:
(B)(4).